Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose. Customer's blood glucose was 421 mg/dl and 324 mg/dl. Troubleshooting was performed and it was found that test strips expired in 2014 and was giving a reading of 423 mg/dl. Blood glucose was still reading high after test strips were changed. Customer's high blood glucose readings began on (B)(6) 2017. Customer was also assisted with bolus wizard and delivering bolus.